Manufacturer narrative:
Concomitant products: detachment control boxes ((B)(4)/lots f74501 or f59862), unspecified connecting cable and stryker sl10 microcatheter. The manufacture and expiration dates are unknown. Multiple attempts to obtain additional information were unsuccessful. Complaint conclusion: the unknown codman coil was not returned for analysis, and since the lot number was not provided, a review of manufacturing documentation could be performed. The event of the enpower dcb not functioning during the procedure was not confirmed for the device that was returned for analysis. In addition, the event of dcb not functioning for the second dcb and the coil inability to detach, coil entanglement and the subsequent premature detachment in the microcatheter could not be confirmed without return of the device for analysis; however, the premature detachment was most likely related to the coil entanglement. The returned dcb functioned as designed and detached all coils on the first detachment cycle. It is important to note that the returned enpower dcb was damaged or dropped hard enough to completely severe the adjustment knob off the adjustment screw. Hospital tape was wrapped around the adjustment screw indicating that the unit was most likely still used after being damaged or dropped. Even though the unit was found fully functional, if this type of damage occurs the unit should be returned to the sales associate for return to the manufacturer for analysis. In addition, without the return of the unidentified connecting cables and the unknown microcoil systems used in the procedure, it cannot be determined if these components contributed to the complaint event. There was no evidence to suggest the events were related to a manufacturing issue; therefore, no corrective actions will be taken at this time. This is an initial/final MDR report.

Event description:
As reported via a healthcare professional, there were coil detachment problems with two detachment control boxes ((B)(4)/lots f74501 and f59862) during basilar tip aneurysm coiling, and an unknown codman coil had become entangled with previously implanted coils and prematurely detached during attempted withdrawal through the stryker sl10 microcatheter. The dcbs were exchanged for another dcb to successfully complete the procedure with the same enpower cable and microcatheter. The coil that detached during attempt to withdraw from the microcatheter was partly in the aneurysm and partly in the microcatheter, and had become entangled with previously implanted coils. The event did not result in restriction of blood flow or an adverse event to the patient. The coil was pushed out of the catheter and into the aneurysm. The devices did not appear damaged prior to use, and had passed pre-deployment electrical testing. The cable did not appear damaged during use. A fault light was not seen during the case. Upon pressing the power button, all lights illuminated. The system ready light illuminated and during the detachment cycle, the detachment light illuminated and the audible signal beeped. All connections appeared to fit properly without application of excessive force. There were no patient injuries or clinically significant delay in the procedure. The dcb will be returned for analysis; however, the coils and cables could not be returned.

Manufacturer narrative:
This MDR is being submitted to explain the alert date of the report for the unknown codman coil. This complaint was initially received on 10/23/2015; however, it was not confirmed that there was a codman coil issue related to the event until 11/25/2015.